Event description:
It was reported that this right ventricular (rv) lead gradually increase pacing impedances during the last year, until being out of range. The lead has been implanted for ten years. Technical services (ts) recommended bringing the patient and evaluate threshold that has being high. This rv lead remains in service. No adverse patient effects were reported.